Event description:
In 2007, the customer reported a weight removal error incident. The customer rec'd an "excess pt fluid loss or gain limit" alarm with 300 ml of excess fluid being removed. There were no "incorrect weight change" alarms prior to the "excess pt fluid loss or gain limit" alarm. Upon further investigation, the customer noticed that the frangible luer pin was not completely broken which led to the fluid discrepancy that eventually triggered the "excess pt fluid loss or gain limit." There was no pt injury or medical intervention.

Manufacturer narrative:
The device was not available for eval by the MFR. The customer later realized that the pin was not completely broken. There were no "incorrect weight change" alarms because the fluid discrepancy occurred over a three hrs time period. However, when the machine reached the threshold limit it alarmed appropriately and required that treatment be terminated. The machine removed an excess of 300 ml. However, the amount did not result in any medical intervention or any injury.